Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 400 mg/dl. The school nurse administered the manual injection. However, it was reported that this assistance was received as the customer was a child at school and not due to being unable to deliver it themselves. Reportedly, the cartridge/infusion set site had been in use for 3 days and the customer could smell insulin. Recommendation was made to change the cartridge, tubing, and site.